Manufacturer narrative:
The event unit will not be returning to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: cholecystectomy. Event description: surgeon finds a transparent, round plastic in abdomen during procedure, comes from a trocar. Additional information received from sales representative by email on 01apr2019: it was the plastic transparent shield (guidance for the introduction of the instruments) that they have found in the abdomen after the procedure, they used different instruments, it was during a cholecystectomy, so hook, scissor, clip applier and retrieval bag were the instruments they have used during the procedure. Patient status: no patient injury.

Event description:
Procedure performed: cholecystectomy event description: surgeon finds a transparant, round plastic in abdomen during procedure, comes from a trocar. Additional information received from sales representative by email on 01apr2019: it was the plastic transparant shield (guidance for the introduction of the instruments) that they have found in the abdomen after the procedure, they used different instruments, it was during a cholycystectomie, so hook, scissor, clip applier and retrieval bag were the instruments they have used during the procedure. Patient status: no patient injury

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. Based on the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instrumentation through the trocar. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.